Event description:
It was reported that the ventricular setscrew was noted to be stripped during a procedure. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported filed event of setscrew anomaly could not be determined due to v tip setscrew and septum o ring were not returned with the device. The deice was tested and no anomalies were found. No further testing could be performed due to setscrew was not returned.